Event description:
Customer reported that the pump battery would not charge despite following various troubleshooting steps, such as using a different wall outlet, wall adapter, and charging cable. There was no adverse impact to the customer's blood glucose level. Customer support decided to replace the pump as it was still under warranty and instructed the customer on how to store the pump before returning it. The customer was able to continue using the current pump while awaiting the replacement.